Event description:
A (B)(6) male patient contacted zoll customer support to report that the response buttons do not work. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work) has been confirmed. As received, the rear response button led was defective. Upon evaluation, the rear response button was unresponsive. Upon investigation, the rear response button had damaged contacts. The cause for the defective response button is the damaged contacts. The root cause of the damaged contacts cannot be positively identified. No adverse event resulted from the defective response button. The patient received a replacement monitor.